Event description:
The customer reported via phone call that he had a low blood glucose of 50 mg/dl and needed a new holster. Customer was not hospitalized and treated with orange juice and food. Customer was working in the yard and went to sit down to rest. Customer will be sent a second holster.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.